Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml has been found experiencing performance issues. The following has been provided by the initial reporter: mgit 7ml tube was flagged negative after 42 days of protocol but visual flakes were seen in the tube and afb smear showed positive. The sensor was not seen at the original position of the mgit tube.

Manufacturer narrative:
H6 investigation summary : this memo is to summarize findings regarding the complaint related to catalog number 245122, tube bactec mgit 7ml, batch number 1209951 and complaint number 4686225 for sensor defect. Material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1209951 was satisfactory per internal procedures. Formulation, filling, torqueing, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for either defect. Retention samples from batch 1209951 (100 tubes) were available for inspection. No media, sensor, or tube defects were observed in 100/100 retention tube samples. For further investigation of this complaint retention sample testing was performed for growth and antibiotic susceptibility. All performance testing was satisfactory per procedures. No sensor defects were observed during testing of the retention samples. Four photos were received to assist with the investigation: the first photo shows a partial tube the cap cannot be seen; however, the sensor appears to be less than expected.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml has been found experiencing performance issues. The following has been provided by the initial reporter: 1. Mgit 7ml tube was flagged negative after 42 days of protocol but visual flakes were seen in the tube and afb smear showed positive. 2. The sensor was not seen at the original position of the mgit tube.